Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the junction between deep femoral and common femoral artery. The 5.0x100mm absolute pro stent was attempted to be released; however, it was noted that the handle felt stiff and resistant. The stent only partially deployed and during removal under fluoroscopy the sheath separated into two pieces. The separated portion was simply withdrawn. Another absolute pro stent was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report, it was reported that the 5.0x100mm absolute pro stent was used to successfully complete the procedure. However, the 7.0x100mm absolute pro stent was attempted to be released; however, it was noted that the handle felt stiff and resistant. The stent only partially deployed and during removal under fluoroscopy the sheath separated into two pieces. The separated portion was simply withdrawn. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, material separation and deformation due to compressive stress were able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously fully deployed). The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the anatomy and/or inadvertent mishandling resulted in the noted multiple chatter marks on the entire length of the stent holder and the reported/noted inner member kink; thus resulting in preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device resulted in the noted crack between the jacket and sheath likely contributing to the reported difficulties. During removal, interaction and/or inadvertent mishandling resulted in the reported material separation/noted separated distal sheath and the noted tip separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: model, catalog number updated. D4 correction: lot number updated. D4 correction: d4 - primary UDI number updated.

Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress was able to be confirmed. The reported activation failure, the reported mechanical jam, and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that during advancement interaction with the anatomy/other devices and/or manipulation of the device resulted in the reported sheath kink/noted inner member kink and the noted multiple sheath wrinkles; thus during deployment resulted in preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment. During removal of the compromised device interaction with the guiding catheter resulted in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1562 removed.

Event description:
Subsequent to the previously filed report, it was reported that the sheath did not separated into pieces, but was kinked and resistance was felt during removal with the catheter. No additional information was provided.